Event description:
It was reported in an article that the study included 20 patients (22 lesions). The supera self-expanding stent system (sess) was deployed without issues. Pre-dilatation with a plain balloon or scoring was routinely performed. Post-stenting balloon angioplasty was routinely performed. Technical success was achieved in all patients (100%). Mean follow-up time was 23 months (range, 2-64). The patient was complicated with cerebral infarction occurred 12 hours after the procedure and treatment was medical therapy. No additional information was provided. Details are listed in the article titled, "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported stroke/cva, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment article titled: "endovascular treatment with interwoven nitinol stent for common femoral artery lesions: 2-year outcomes of a single center experience". B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided.